Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 due to tibial fracture. The surgeon reported that he believed there was a small fracture in the tibia when the components were originally implanted. The tibial tray and tibial bearing were removed and replaced. Only the tibial bearing was manufactured by biomet orthopedics inc.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.